Event description:
It was reported that during the procedure, a balance middleweight guide wire was used with several devices throughout the procedure. The guide wire was removed without difficulty. Upon removal of the guide wire, it was noted that the tip of the guide wire was unraveling. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The shaping ribbon was separated from the center solder and still attached to the tip ball. Based on a visual inspection and sem imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.